Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that a revision procedure was performed as patient became symptomatic due to the osvii valve unit, 2 connectors with antechamber (909700) of not draining adequately. The implant date is unknown. The valve and peritoneal catheter were replaced during the revision procedure. Additional information received indicating the following: when did symptoms first start? Several days prior to procedure (procedure date (B)(6) 2025). What were the symptoms experienced? Increased intra- abdominal pressure and local swelling of soft tissue at the insertion site of the shunt. What catheters were used. Medtronic ares antibiotic impregnated catheters. Will the peritoneal catheter also be returning or just the osvii valve unit, with antechamber? No peritoneal catheter returning (not integra product). Patient outcome after revision complete. Not known.